Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The physician reported had some resistance when pushing in the 23 french peel away. The doctor used multiple dilators before placing the 23 french. After the impella rp flex was placed, the doctor removed the peel away and noticed a split in the front end of the peel away. It appeared to have all the pieces to the sheath present. The physician then removed the peel away from the catheter. This is one of two related reports. This report address an introducer and another report was submitted to address the impella cp. Refer to section h10 for the related report number.

Manufacturer narrative:
Updated information: d4 catalog number updated. D9 device return date updated. H3 changed to yes. H6 component code changed from g04074 to g04129. H6 investigation type removed b13, b17. The investigation for the pd-any device-(crack) has been completed. The cause of the product damage was reasonably foreseen misuse related to excess stress applied at the sheath tip based on the damaged seen on the returned sheath and the vessel conditions not being noted.